Event description:
Additional information received reported the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389-40, lot# 0209520777, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot# 0209586814, implanted: (B)(6) 2015, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2016 an inflammatory reaction was noted at the extensions, previous extensions that were sectioned. Examination was done on (B)(6) 2016. Medications were administered on (B)(6) 2016 in the form of tavanic and rafadine. The issue was not resolved, ongoing. No surgical intervention had occurred or was planned. The event was non-serious. The event was related to extension 1 and unknown relation to extension 2; it was unclear which extension were 1 and 2. The patient's medical history included breast cancer, dystonia and the patient was taking movement disorder and/or psychiatric medications.

Event description:
Additional information received reported there was an infection at the extensions which were previously sectioned. The event was still ongoing. The patient had been examined on (B)(6) 2016. On (B)(6) 2016 the extension was explanted and not replaced.